Event description:
The device was placed with the tip of the catheter positioned in the left hemithorax via the right subclavian vein. Post placement x-ray revealed a pneumothorax in the left lung. A chest tube was placed, pt had loss of b/p and subsequently expired. Hosp indicated it was not felt the catheter malfunctioned.